Event description:
It was reported, the patient was no longer receiving stimulation. The patient underwent surgical intervention to remove and replace the lead and ipg. Intra-operatively multiple contacts showed high impedances and the lead showed no visible defects. The ipg was electively replaced to take advantage of new technology. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(46). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.